Manufacturer narrative:
The device history record (DHR) for the reported lot was reviewed and showed that manufacturing and product inspection was performed as per applicable procedures and validated process. One decontaminated sample was received for evaluation. After performing a visual inspection and functional test; it was observed that the balloon was broken (exploded). The affected component is produced by an external supplier; our assembly process only consists of a pick and place operation for this material. The root cause and action plan will be documented through a formal corrective/preventative action which has been generated through a supplier corrective/preventative action (scar) to the supplier to address the reported condition to mitigate any further occurrences. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: on (B)(6) 2023, a balloon was placed on a pediatric female patient and burst on (B)(6) 2023. The device was replaced with same item on (B)(6) 2023 and reported on august 8,2023. Per additional information received on 8/9/23, for 24hrs the device was taped in to keep the stoma open and then it was gently pulled out from the patient and replaced. Five ml of sterile water was used to inflate the balloon.